Event description:
Customer stated the hose ruptured during use.

Manufacturer narrative:
Hose rupture was a result of the hose being occluded during use. Both the operating manual and directions for use warn against obstructing the hose.